Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they saw the patient in the office. The patient had had some procedure and forgot to turn their device off. The representative just had to go into the clinician mode and sync it. The representative assisted the patient with switching programs and showed them how to turn the therapy off for future procedures. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to change programs but encountered a ¿data lost¿ message on their programmer last week. The patient reported no known emi sources. The patient was redirected to their healthcare provider to address the data lost message and for reprogramming. A rep was contacted for the patient. The rep replied that they would be following up with the patient. No patient symptoms were reported. No further complications were reported.